Event description:
Ventilator pressure sensor malfunctioning, patient in distress, removed from ventilator and hand ventilated, ventilator changed out for new one and red tagged manufacturer response for ventilator, evita® v500 (per site reporter). Biomed technician contacted draeger to assess the situation and make the necessary repairs. The draeger engineer replaced expiratory flow sensor cable. Performed ipm-l tests to confirm proper operation of the machine. The device was then tested and confirmed to be operating per manufacturer¿s specification. Performed device check and performance. Ventilator is fully functional and ready for use.